Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation due to vaginal vault prolapse. It was reported that following insertion that the patient experienced pain, infection, urinary/bowel problems, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2011. No additional information was provided. (B)(4) - urinary/bowel problems; dyspareunia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with sacrospinous ligament fixation, and anal sphincteroplasty.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and urgency.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and vaginal irritations.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal burning and urinary retention.

Manufacturer narrative:
Patient codes: (B)(4) ¿ incontinence additional narrative: it was reported that following insertion the patient experienced mixed urinary incontinence.

Manufacturer narrative:
Patient codes: (B)(4) ¿ scar tissue additional narrative: it was reported that following insertion the patient experienced scar tissue.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced atrophic vaginitis.